Manufacturer narrative:
Evaluation: the shunts was visually inspected and there was found excessive adhesive in the middle of the shunt shaft. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. Edwards is currently in the process of updating the drawing to include specifications around the amount of adhesive that can be used. Additionally the fmea will be updated in order to reflect this new failure mode. A supplier car & edwards corrective action have been initiated and are investigation phase. Edwards will continue to monitor for trends through the complaint system.

Event description:
As reported by europe, during the last month the surgeon noted that the suture of the intravascular ivs1512 shunt is fixed with a very big and bulky bulb of silicon or other material in the middle. This disturbed the surgeon a lot because the suture for anastomosis will stuck on the bulb and by removing the shunt out of the vessel it is very dangerous because the anastomosis could be damaged.